Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed a no delivery. The alarm occurred during bolus. The customer stated that they had changed the set three times but still got the alarm. The customer's blood glucose level had been high all day, from 300 mg/dl to 500 mg/dl. They treated the high blood glucose with manual injection. Troubleshooting was performed and insulin exited. The cannula was not bent. The customer reported that the issue was resolved by changing the complete reservoir and infusion set. The customer also reported that they had received a motor error alarm and a weak battery no power alarm on (B)(6) 2017. Troubleshooting was performed and it was noted that the displacement test and manual prime was successful. The motor alarm did not recur. The customer also stated that they did not receive a low battery alert prior to the off no power alert. A new battery resolved the issue. The customer was advised to monitor the insulin pump. The device will not be returned for analysis.